Event description:
Information was received that this lead was implanted with a competitor's device with an impedance of 1400 at implant. Six months out, the device was capturing at 8v which was determined to be unacceptable. The physician decided to turn the lead off and will decide on the next course of action later. No additional information was provided.

Manufacturer narrative:
Na